Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). As part of the intervention, the ipg was replaced. Postoperatively, the patient was reported to be doing well, with adequate coverage of all pain areas. The explanted ipg will not be returned for analysis, as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the month (few months before aware date) provided by sales employee.